Event description:
End-user reported redness to peristomal skin with slightly raised (.25 inches) purple-like blood filled blisters without leakage located beneath mass and border for three (3) days. End-user also states that there are approximately eight (8) to twelve (12) of these areas which is now .50 inches.

Manufacturer narrative:
The product associated with batch 3j01661 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user changes wafer every four (4) days. It is also reported that the wafer has been discontinued from use. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 3j01661 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).